Event description:
It was reported that during device change out, insulation abrasion was observed. Lead was explanted and replaced.

Event description:
New information received notes the lead was capped and not explanted as previously reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.